Manufacturer narrative:
(B)(4): the stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was blood visible in the distal shaft and on the balloon. Microscopic examination of the stent identified damage on the distal end of the stent; four struts in the first distal row were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The outer diameter of the undamaged portion of the stent was measured and met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
This event is reportable based on the product analysis approved on (B)(6) 2010. It was reported that during a drug eluting stenting procedure the device was unable to cross the lesion. The lesion was located in the tortuous and severely calcified circumflex artery. The physician advanced the 2.25x24mm taxus liberte atom stent to the lesion, but was unable to cross. There were no patient complications. The procedure was completed with another 2.25x24mm taxus liberte atom stent. Patient status is reported as "stable". However, the returned product analysis revealed that there was stent damage.